Manufacturer narrative:
Title: implementation and training with laparoscopic distal pancreatectomy: 23-year experience from a high-volume center source: surgical endoscopy (2022) 36:468¿479. Https://doi.org/10.1007/s00464-021-08306-3. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between april 1997 and june 2020,  a retrospective study analyzed outcomes of patients who underwent laparoscopic distal pancreatectomy by four surgeons. During the procedure, the device was used to divide the splenic vessels and to transect the pancreas. There were 640 patients in the study and complications included: intraoperative bleeding with a median of sixty milliliters was observed. Perioperative red blood cell transfusion was done for 57 patients, 33 patients had grade b/c hemorrhage. Conversion to open surgery was needed in 14 (2.2%) patients, 6 of those due to major intraoperative bleeding and the remaining 8 due to adherence to the major vessels potentially requiring vascular resection and reconstruction. Postoperative complications developed in 224 (35%) patients including 119 (18.6%) with grade b/c pancreatic fistula. Reoperation was done in 34 (5.3%) cases, and median postoperative length of stay was 5 days.